Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 3+. One clip was implanted without issue. The second clip was prepared and advanced into the anatomy. Once inside the body, the clip was unable to get a satisfactory grasp. The physician decided to remove the clip, however, due to the eustachian valve or chiari network, it wasn't possible to retract the clip into the guide. After different maneuvers, the clip was able to be retracted into the guide and was removed. Tr was reduced to grade 1+.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported positioning failure of inability to grasp the leaflets and difficulty removing the cds appear to be related to patient morphology/pathology (rotated heart, eustachian valve or chiari network). There is no indication of a product issue with respect to manufacture, design or labeling.